Event description:
It was reported that the pump was unresponsive and would not turn back on. The pump was plugged into a power source and the pump successfully turned back on. The pump history was reviewed, and a ¿battery charge start¿ entry was observed prior to the pump shutting down indicating the pump was charging at the time of the shutdown. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.